Event description:
(B)(4). I have one coil that is half in my tube and half in the wall of my uterus. I have servier cramping some times so bad I can't walk. Very bad menstrual cycles, headaches that take forever to go away, lower back pain, numbness in hands and feet, very bad itching on legs some times so bad I leave scans from itching so hard. I do have a mild nickel allergy and even told my dr about it before placement of essure and she said it wouldn't affect me at all. Also after my placement in (B)(6) of 2012 I bled for 3 months after so I was unable to get the conformation test done due to insurance running out before I stopped bleeding.